Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of seroma-late and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation is suspicion of rupture, multiple seromas, and infection. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reports left side rupture, "fluid in breast," "a lot bloody," pain, and "multiple seromas and the draining of two large painful infected ones". The device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.   Device evaluation: analysis of the returned device identified weight to the specification , opening on anterior end. A visual and microscopic analysis was performed which identified striated opening and crease folds . Based on the device analysis the final assessment is: -a striated opening due to surgical damage consistent with the use of some surgical tool. Changed/additional data: b.5, b.6, d.7, d.10, h.3, h.6.